Event description:
On 5/2, right mastectomy with senitral lymph node biopsy and axillary dissection. Immediate reconstruction with tissue expander. 0n 6/4, pt had outpatient procedure to remove tissue expander.